Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Samples were provided for evaluation however the reported issue of leaking was not observed and a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a cracked syringe. Additional information received on 26sep2024 confirmed there was leaking from the crack.